Manufacturer narrative:
The insulin pump was received with a blank display due to open traces on the lcd driver on the lcd board. They were unable to verify the watchdog timeout error alarm due to the blank display. There was no cosmetic damage noted.

Event description:
The customer's father reported via phone call that the insulin pump made a beeping noise and had a watchdog timeout alarm. Caller stated that he took the battery out and then put it back in. Caller stated that the pump went dead and had a blank display. Customer's blood glucose was 152 mg/dl at the time of the incident. Caller stated that the display did not return after inserting a new battery. Customer declined troubleshooting for the watchdog timeout alarm. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.